Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, the blue part of the catehter pulled apart below the hub. The procedure was completd with another device.